Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Uf report (B)(4) states: surgeon was placing the 36 x 52 mm neutral (cap) insert trial into the patient. While inserting trial, edges of the cap broke into 2 complete pieces. Wound thoroughly searched; no remnant pieces found in the wound. Pieces were retrieved and were matched back to where they broke off. No signs of any other missing pieces.

Manufacturer narrative:
The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.